Event description:
The pump was returned for investigation. Investigation revealed a display failure and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. A crack was also observed along the pump battery compartment threads. Unrelated to these issues, testing revealed that the time and date reset to factory settings. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. (B)(6).